Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) was 400-499 mg/dl. Customer attempted to address the elevated (bg) by delivering a correction bolus via the pump. Reportedly, the customer was assisted by urgent care who treated customer's elevated (bg) with insulin.